Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study investigation, an olympus engineer was dispatched to observe the sampling technique of the scope sampler and the following observations were noted: someone was entering or leaving the sampling room. Someone was working in the sampling room. Additionally, the scope was re-cultured and tested negative. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results on the physical evaluation of the scope, the results of the reprocessing technique observation. As part of the post market study, the endoscopy support specialist (ess) visited the user facility to observe the user facility's reprocessing techniques the ess performed an observation and indicated there was no deviations noted. In addition, the ess completed a reprocessing in-service on the tjf-q180v and tjf-160vf scopes with the staff. The scope was sent to an independent laboratory for ethylene oxide (eto) sterilization and then returned to the service center for a physical evaluation. A visual inspection on the was performed on the returned condition and discovered kinks inside the instrument and the suction channels. The kink inside the instrument channel is located at the entry near the distal end opening at approximately 50mm. In addition to the kink, multiple scrape marks were found inside the instrument channel. There was a small piece of black material against the wall of the channel. The suction channel which has a kink near the scope connector side; however, there are no signs of foreign material present within. The scope passed the leak test. The cause of the reported positive culture cannot be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge to reprocess the subject scope. Although no reprocessing procedure deviations were observed, based on the investigations (microbiological analysis, reprocessing procedure review, sampling procedure review), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
This report was submitted to correct the supplemental aware date from april 27, 2020 to march 6, 2020. Please see the updates in sections: g4, g7, h2 and h10.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope cultured positive for unspecified microorganisms (> 100cfu) after reprocessing. There were no associated patient infections reported.